Manufacturer narrative:
Additional information received: it was reported that the endurant iis bifurcated stent graft was not explanted during the open repair and remained implanted in the patient. It was also reported that the patient expired the next day. Per the physician the cause of death was related to rupture, the implant procedure and specifically the endurant device (B)(4) film evaluation summary: the cause of the reported iliac artery rupture occurring during implant of the iliac limb could not be determined from the pre-implant films provided. Image during implant were not available for review and an assessment of the reported vessel rupture could not be performed. The location (side) of the iliac rupture was not reported; however, both the left and right common iliac arteries were long and extensively calcified. Therefore, it is possible that implanting within the diseased iliac anatomy may have led to the limb positioning difficulties, iliac rupture, and subsequent implant of additional devices and open repair to eventually control the bleeding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 90 mm abdominal aortic aneurysm. It was reported that the bifurcated stent graft was successfully implanted, however, the stent graft limb etlw1613c199e could not be tracked through the iliac artery. The physician then successful doddered a 12f sheath and a second attempt was made to track the device, but this was again unsuccessful. A 16f dilator was then successfully tracked through the iliac using the same doddering technique and a third attempt was made to track the device, but this was again unsuccessful. It was reported that after the delivery system was removed the patient¿s blood pressure dropped. Angiogram performed and an iliac rupture was noted. Three non-mdt covered stents were placed, but the patient continued to crash. An endurant aui device etuf2814c102e was then implanted inside the bifurcated stent graft and extended with an endurant stent graft limb etlw1613c156e. The patient remained unstable and the physician decided to convert to an open repair. The bleeding was controlled, a fem-fem bypass was carried out and the midline incision left open/packed. As per the physician, the cause of the event was due to the patient¿s torturous and calcified iliac arteries. No additional clinical sequelae were reported and the patient is being monitored.